Event description:
Powerpicc burst/tear at 238 psi. (B)(6), 2011 sample arrived. Evaluation shows a latitudinal subcutaneous split.

Manufacturer narrative:
This complaint of a leak in the catheter is confirmed and will be reported as user related. According the notes contained with this file "powerpicc burst/tear at 238 psi." During functional testing a spraying leak was observed emanating from the catheter at the 4 cm depth marker. The leak site is <0.2 inches in length. The split edges are sharp and traverse in a straight line. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing uniformed walls. The damage found on the catheter tubing contains traits that are consistent with a burst secondary to over pressurization. Gross visual microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) instructs the user of the following warnings: do not use a syringe smaller than 10ml. Exceeding the maximum flow rate of 5 ml/sec or the maximum pressure of power injectors of 300 psi may result in catheter failure and/or catheter tip displacement. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Catheters that present resistance to flushing and aspiration may be partially occluded. Do not flush against resistance. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.